Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed smoke while using the architect i2000sr analyzer. The customer provided the following information: while running diagnostic tests on i2, the r2 probe got bent. Then a flush fluids procedure was performed which sprayed water toward wash zone 2 components. After drying up sprayed water the electrical connection for wz 2 motor began smoking and a burnt smell was evident. The customer shutdown instrument and ordered new cable and motor for wz 2. No injuries occurred. There was no impact to patient management.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. A diagnostic procedure was previously performed that resulted in damage to the r2 probe. When a fluid flush was initiated, fluid from the bent r2 probe sprayed towards the wz 2 components. The field service engineer (fse) replaced the damaged wz2 motor cable connector cable harness, left back above 3 (rohs), part number 7-93915-01. The wz motor was proactively replaced as the short on the cable connector potentially affected the wz motor. The instrument was functional after the parts were replaced. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.